Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that 8mm permanent cautery hook (pch) instrument broken wire. There was no report of patient involvement.